Event description:
Baxter brazil reports home pt was hospitalized 2 weeks for acute lung edema followed by heart infarction. Home pt reported low ultrafiltration during use of homechoice device prior to hospitalization. Intra peritoneal dialysis therapy was performed during hospitalization to remove 7 liters of fluid. Cardiac catheterization was also performed. Pt recovered and has started treatment for heart disease.